Manufacturer narrative:
A sample device was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A consumer's spouse reported that following bilateral intraocular lens (iol) implant procedures, his wife is unable to drive at night due to halos and diamonds in vision. A laser procedure was performed postoperatively and his wife developed a floater. The consumer's spouse requested that his wife's doctors not be contacted. There are two medical device reports associated with this event. This report is for the right eye.